Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to dislocated patella implant.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned patellar revealed the device is damaged and shows deformation on one side. The pegs have sheared off and cement is still adhered to the cement pocket. The lab analysis team concluded abrasion, burnishing, and deformation were noted on the articulating surface of the patellar implant. Abrasion was likely caused by loose particles (e.g. Cement). Deformation could have been caused by in vivo impingement or during removal. Cement was adhered to the pocket and around a peg on the nonarticulating surface of the patellar implant. The non-articulating surface was slightly damaged, deformed, and burnished. All three of the pegs had been sheared off. The exact cause of failure could not be determined as a result of this investigation. A review of the complaint history records show two complaints for the same failure mode, but with different batch numbers. The clinical/medical team concluded after 3 attempts, no clinical supporting documents were provided for inclusion in the clinical assessment. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.